Event description:
A report was rec'd from the clinical study indicating that, approx three yrs post index procedure, the pt had a re-ptca. Add'l info has been requested, but has not been forthcoming.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01192, 9616099-2006-01193, and 9616099-2006-01194. The male pt with a history of silent ischemia, q-wave myocardial infarction, hypertension, and previous smoker underwent the implantation of three cypher stents. Approx 16 months following implant, the pt was admitted for a repeat percutaneous transluminal coronary angioplasty (re-ptca). Indication for this procedure and lesions treated were not provided. Current pt condition is unknown. Indication for the initial evaluation is unknown. No vessel characteristics are noted. Procedural details are limited to stent deployment pressure - all 3 stents were deployed below rated-burst pressure. Add'l info has been requested, but has not been forthcoming. Restenosis is a known adverse event associated with coronary stent placement. This pt's medical history placed him at an increased risk for a major cardiac adverse event. The product is not available for analysis, as it remains implanted in the pt. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the limited info available, there are pt factors that may have contributed to the event. Any add'l info will be submitted within 30 days of receipt.